Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their infusion se and sensor. The customer's blood glucose at the time of incident was 200mg/dl. The customer states receiving a no delivery alarm. The customer was able to resolved alarm by doing a complete set change. The customer was not able to troubleshoot during the call. The customer is returning the set and reservoir for analysis. Replacements are being sent out.